Event description:
Data investigation confirmed signal loss as signal loss over an hour. The probable cause was the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).